Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 36khz straight handpiece (product ID c2602) did not work during a craniotomy for tumor removal procedure. There was a delay in the procedure for an hour; however, there was no adverse patient consequence as a result.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. Excel 36khz straight handpiece each1 (c2602) was not returned for evaluation as customer indicated that they would not be repairing the device. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. Based on the reported failure of "handpiece was overtorqued and cracked", the complaint may have been a result of handpiece overtorqueing. However, without testing the device, it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.